Event description:
It was reported that: during a case, the user was unable to manually ventilate the patient. No pressure was available and a leak was present. The patient was manually ventilated with an alternate device. The initial reporter checked the machine and found that the flow sensor was broken and the cable was lying on the floor. The flow sensor was replaced and the machine functioned normally and was used to complete the case. No patient injury.